Event description:
It was reported the patient's ipg had flipped in the pocket. Fortunately, the patient did not experience any issues as a result. In turn, the patient's ipg was repositioned and sutured securely. The procedure took placed on (B)(6) 2014.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.